Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 358 mg/dl. Customer stated that the pump goes to rewind and beeps. Customer was sleeping and woke up to the motor error alarm beeping. Customer had breakfast and will find a needle to take care of the high blood glucose level. Customer stated that the pump has never been dropped or bumped in the soft pouch. Customer tried to rewind but the pump immediately goes into motor error. Customer does not use the sensor feature on the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer mentioned that the high blood glucose level was not due to the pump. Customer refused to be transferred to the helpline for further assistance. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.